Event description:
Ebice 10b cold therapy system was used following 2005 and 2006 podiatric surgical procedures performed for left foot problems and tarsal tunnel syndrome. The patient claims she has suffered cold thermal injury to the ankle, permanent nerve damage, chronic pain and rsd syndrome.

Manufacturer narrative:
Although the unit was not returned for evaluation, the instructions for use was reviewed. Exerts taken from the IFU: read all instructions before using ebice. A licensed health care practitioner must determine the appropriate treatment setting and the length of treatment for each patient. Individual sensitivity to a cryotherapy application varies. It is important to periodically check the color and sensitivity of the skin at the treatment site. The patient should be instructed that if the skin appears discolored or feels numb, immediately discontinue the cold therapy treatment and notify your health care practitioner. Cooling for one hour at a water temperature of 30 - 48 deg f may induce redness and edema that last for 24 hours after exposure. Some individuals are allergic to cold, reacting with hives, joint pain and swelling. When cryotherapy is selected as a treatment modality, close monitoring of the patient's response to the cryotherapy treatment is critical. Water cycling adjustments or discontinuation of the treatment may be required if a patient demonstrates a localized hypothermia reaction. With a sudden sharp and persistent drop in temperature, vasoconstriction and increased viscosity of the blood in a local area may cause ischemic injury and degenerative changes in peripheral nerves. Localized reaction to cold may include childbain, frostbite or immersion syndrome. Prolonged tissues hypoxia and infarction necrosis of the affected tissue may develop. Vascular injury and edema become more evident as the temperature returns to normal.